Manufacturer narrative:
The complaint report stated that the vista brite tip guiding catheter did not rotate when cannulation of the right coronary ostium was attempted. No guidewire was inserted at that time, and when trying to rotate again, the guiding catheter twisted and broke. There was no patient injury. Multiple attempts to obtain additional information were unsuccessful. A 6fr. Vista brite tip guide catheter was returned for analysis separated into two sections. The proximal section was stuck in a 6fr avanti csi. Both catheter segments and the sheath had blood residues. The proximal catheter section measured 48cm long and was twisted at 26cm and the csi cannula started at 32.5cm; the edge of the section presented a sharp and straight cut. The distal end of the catheter measured 55cm and presented two compressions at 1cm and 6cm from separation site; the edge of this section looks straight and sharp. The catheter was measured against the specification and it was found acceptable. The proximal section presented straight edges, like if a sharp instrument was used; however, the braidwire appears elongated. The section was sent for sem analysis to determine the cause of the separation. Sem analysis found elongation and exposed bent braidwire through the whole circumference of both catheter separations; the lumens also presented an oval shape. Both characteristics suggest stretching. No visual evidence of any chemical degradation was noted. Cutting was discarded as a failure cause since no characteristics typical of this failure mode were observed. The exact cause of this separation could not be conclusively determined. The catheter could not be evaluated with a shape master due to the separation. Functional testing with a heart model could not be done due to the shaft separation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Shaft separation was confirmed on the returned catheter; however, there are no indications that this is related to the manufacturing process. Other minor damages (compressions) appear to be related to the handling and storage process. The reported torquing difficulty could not be evaluated due to the shaft separation. With such limited clinical information, the cause of the torquing difficulty and ensuing shaft separation cannot be determined with any certainty; however, patient or procedural factors may have contributed to these events. No corrective and preventive actions will be taken at this time.

Event description:
As it was reported by the affiliate via email: the vista brite tip guiding catheter did not rotate when cannulation of the right coronary ostium was attempted. No guidewire was inserted at that time, and when trying to rotate again, the guiding catheter twisted and broke. There was no patient injury.

Manufacturer narrative:
Device history record review was conducted and the product met quality requirements for product acceptance. The product is available for analysis. Additional information will be submitted within thirty days upon receipt.